Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the initial with information inadvertently left out of b5. Also, correcting h6 component and problem codes. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon was caused by one of the following: the cover was improperly attached, the cover had crack and/or pinhole, the cover had crack and/or pinhole, or he scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied to the cover during the inspection prior to use (pulling or twisting stress). However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions: warning: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." 3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution : "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment. - damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover." 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning: "detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning: "should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received confirming the facility threw the cap away post-procedure.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic procedure, the single use distal cover cap had dropped out and into the patient. The cap was recovered during the procedure, and no patient injury or procedure impact was reported. The evis exera iii duodenovideoscope was also being used with the distal cover cap device. This complaint is related to patient identifier (B)(6), model maj-2315, sn# (B)(4).